Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with a trauma situation/motor vehicle accident. At some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four months post filter deployment, filter retrieval was scheduled. An inferior vena cavagram demonstrated no evidence of thrombus within the inferior vena cava (ivc) or within the filter. The filter appeared tipped to the patient's right with the hook against the right wall of the ivc. Multiple attempts were made to engage the hook at the top of the filter; however, these were unsuccessful secondary to the hook being against the tight wall of the inferior vena cava. The decision was made to conclude the procedure and leave the filter as a permanent filter. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. Per the provided medical records, the filter was tilted. A tilted filter could lead to retrieval difficulties. Based on the available information, it is unknown how the filter became tilted. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, g4 h11: e1 (complainant phone), h6(method and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Medical records review: the status post trauma patient diagnosed with pulmonary emboli and a residual deep venous thrombosis had a vena cava filter successfully deployed without incident. Approximately five months post filter deployment, during scheduled filter retrieval, the filter was identified to be tipped to the patient's right with the hook against the right wall of the ivc. Multiple attempts to engage the hook of the filter were unsuccessful. The decision was made to conclude the procedure and leave the filter as a permanent filter. The patient tolerated the procedure well without complications. Manufacturing review:a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately five months post filter deployment, an inferior venacavagram demonstrated the filter, which appeared to be tipped to the right with the hook against the right wall of the ivc. Multiple attempts were made to engage the hook at the top of the filter; however, these were unsuccessful. Therefore, the investigation is confirmed for the alleged tilt and retrieval difficulties. Per the provided medical records, the filter was tilted. A tilted filter could lead to retrieval difficulties. Based on the available information, it is unknown how the filter became tilted labeling review: the current IFU (instructions for use) states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt. - filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with a trauma situation/motor vehicle accident. Some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. No patient injury was reported.